Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. Reportedly, customer reloaded the cartridge to resolve the issue. Additionally, it was reported that air bubbles were observed within the cartridge tubing. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 343 mg/dl.